Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude/it possibly had come out through the distal end of the fallopian tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine haemorrhage ("uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: not provided/ibs"), migraine ("migraines / headaches"), back pain ("back pain"), pain in extremity ("leg pain") and adnexa uteri pain ("left ovary pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) with robotic assistance). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue, irritable bowel syndrome, migraine, vaginal haemorrhage, uterine haemorrhage, back pain, pain in extremity and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 (previously reported) and (B)(6) 2011. Plaintiff received treatment for following events dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, fatigue, gi conditions, migraine and headaches. Date(s) of insertion: may2011 (discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) tubal patency, f/u essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude/it possibly had come out through the distal end of the fallopian tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine haemorrhage ("uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: not provided/ibs"), migraine ("migraines / headaches"), back pain ("back pain"), pain in extremity ("leg pain") and adnexa uteri pain ("left ovary pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) with robotic assistance). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue, irritable bowel syndrome, migraine, vaginal haemorrhage, uterine haemorrhage, back pain, pain in extremity and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 (previously reported) and (B)(6) 2011. Plaintiff received treatment for following events dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, fatigue, gi conditions, migraine and headaches. Date(s) of insertion: (B)(6) 2011 (discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) tubal patency, f/u essure. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. Previously added event gastrointestinal or digestive system condition type was updated to ibs. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude/it possibly had come out through the distal end of the fallopian tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: not provided"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine haemorrhage ("uterine bleeding"), back pain ("back pain"), pain in extremity ("leg pain") and adnexa uteri pain ("left ovary pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) with robotic assistance). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue, gastrointestinal disorder, migraine, vaginal haemorrhage, uterine haemorrhage, back pain, pain in extremity and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, migraine, pain in extremity, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 (previously reported) and (B)(6) 2011. Plaintiff received treatment for following events dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, fatigue, gi conditions, migraine and headaches. Date(s) of insertion: (B)(6) 2011 (discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) tubal patency, f/u essure. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Lab data added. Events ; abnormal bleeding (vaginal), uterine bleeding, back pain, leg pain, left ovary pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (on (B)(6)2014, essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue, gastrointestinal disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 (previously reported) and (B)(6) 2011. Plaintiff received treatment for following events dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration, fatigue, gi conditions, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: failure to occlude, left occlusion only. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: event injury was updated to events: dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migration/failure to occlude, fatigue, gi (gastrointestinal) conditions, migraine and headaches. Essure implant and explant date were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.